Event description:
During an in clinic follow up, an increased threshold and low sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was repositioned to resolve the event. The patient was stable.